Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b6, b7, h6, and h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for valve stenosis was confirmed based on provided medical records. It is possible that patient or procedural factors identified in the edwards technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. According to the technical summary, extensive investigations have shown that stenosis or increased gradient events for the s3, s3u, and s3ur valves post-implantation are not associated with device malfunctions or manufacturing nonconformances. Historically, these events have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 20mm sapien 3 ultra valve, implanted in the aortic position, underwent a post dilation procedure after an implant duration of 2 years and 3 months due to stenosis. Per the medical records, the patient was admitted due to diarrhea and c. Diff. The patient also had severe symptomatic aortic stenosis, heart failure, and a failed thv. The patient was not considered a surgical candidate for savr. A bav with commander delivery system was prepped in a normal fashioned and delivered on a wire across the implanted 20mm s3u valve. The delivery system balloon was inflated at a nominal inflation with no procedural complications. Oral anticoagulation was recommended, but the family refused due to the patients history of gi bleed. As a result, the patient was started on aspirin instead. The patient tolerated the procedure well and was subsequently discharged.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 20mm sapien 3 ultra valve, implanted in the aortic position, underwent a post dilation procedure after an implant duration of 2 years and 3 months due to stenosis and regurgitation. As reported, a bav with commander delivery system was prepped in a normal fashioned and delivered on a wire across the implanted 20mm s3u valve. The delivery system balloon was inflated at a nominal inflation with no procedural complications.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.